Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue of under infusion. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue of no occlusions alarms were reported to have been heard during the perfusion. The reported condition was verified. The device was found out of specification in relation to the reported 'when they opened the door of the pump for unloading the tubing they found clear evidences of a ¿miss loaded¿ tubing. There is a visible twist in the tubing. No occlusions alarms were reported to have been heard during the perfusion.', which was confirmed by the image and the photo was attached under the sample analysis tab as further reference. The cause was determined to be the incorrectly loaded tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during a chemotherapy infusion of paclitaxel. The infusion was programmed at a flow rate of 296ml/h for the duration of one hour. After the hour, the infusion set up was checked and about 150ml was observed remaining in the bag. The operator of the device opened the pump's door to the unload the tubing and observed that the tubing was twisted at the middle portion within the tubing channel. The pump did not generate any alarms during the event to indicate any issues. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.